Event description:
The facility initially reported a patient swallowed a mirror. The patient was taken to the hospital for x-ray. Spoke with dental hygienist who reported that she was working on back tooth #32 when the patient, who was said to be physically challenged, but down on the mirror. The patient swallowed the mirror and was sent to hospital for x-ray. The x-ray located the mirror, and it was passed naturally through the gi tract according to the dental hygienist. There was no patient harm. Product will not be returned.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.